Event description:
Event description guidant received information that during an elective upgrade of this patient's implantable cardioverter defibrillator (ICD), the endotak c lead was found to be fractured. The lead was also removed and replaced with another guidant lead.